Event description:
It was reported that when restarted, the cardiosave intra-aortic balloon pump (iabp) unit shows start test failed...code 3. Fter the user corrected the position of the iab catheter, the cardiosave only gave autofill error alarms and could no longer be put into operation. There was no harm to the patient as the patient is stable even without mechanical support.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block(B)(6).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse found the error when receiving the device. The compressor was unable to meet specifications for the compressor cycling test. After adjusting cables and connections to the compressor, the (fse) reported that the issue was resolved and the unit passed all functional and safety tests.

Event description:
N/a